Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was starting probably a week or two ago the pt started having messages when recharging the ins and they were unable to recharge the ins. They were getting a message of recharger problem but after resetting the controller 3 times they got through it and could recharge. The caller also had a neurostimulator with manufacturer and they would share each other's rechargers to charge the ins and did not know when they were using each other's. Troubleshooting was unable to be performed as caller did not have pt or their equipment present on call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.